Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded and caused the patient to develop sinus infections. The patient required surgery in response to the event. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection the manufacturer, the device was disassembled for internal visual inspection. The manufacturer found no sound abatement foam degradation/breakdown within this device. The manufacturer found contamination on the bottom panel inside the device. The manufacturer also found small piece of black rubber in the blower box underneath the blower motor and contamination was found inside the blower. The manufacturer concludes there is no evidence of sound abatement foam breakdown within the device. Section h6 has been updated / corrected.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and the patient developed sinus infections. The patient required surgery in response to the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.